Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and lack of pacing. The lead was explanted and replaced successfully. No additional information would be available.